Manufacturer narrative:
(B)(4). Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the innova stent delivery system (sds) was received with no original packaging or other devices. The handle of the device was opened up by the engineering staff and visually inspected for any internal damage which may lead to a deployment issue. There was no indication of any internal damage. Blood was observed between the outer and middle sheaths. The stent was not returned, could not confirm damage. The outer shaft was kinked at the nose cone. The inner shaft was intact with no damage. The handle, pull grip and shaft tip was intact with no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and 26 cm in length right superficial femoral artery (sfa). After a non-bsc guide crossed the narrow-angled ao-iliac and advanced to the right side of common femoral artery (cfa), a non-bsc guide wire was advanced without problem but was difficult to control in the distal sfa area. After that, the lesion was observed on the intravascular ultrasound (ivus). Subsequently, a 6 x 180 x 130 innova¿ stent was advanced to treat the target lesion. The device crossed the bifurcation of ao-iliac and advanced to the lesion side, but the delivery sheath became difficult to advance from the mid sfa area. The device was able to be advanced to the intended area and the deployment was started using a dial. The dial was rotated about 10-15 times before the distal stent started to deploy. The distal stent was deployed approximately 6cm without issue. The white arrow mark was confirmed on the blue pull grip, so the blue pull grip was pulled in attempt to deploy the remaining stent but the mid stent (approximately 6cm) remained in the middle delivery sheath and was not deployed. It was impossible to pull the middle sheath in that state, so it was suspected that the stent was anchored in some degree. The whole system was pulled to attempt to deploy remaining part of the stent while leaving the guide wire. Approximately, 1 cm of the stent was deployed but several centimeters of the stent was confirmed stretched to approximately 6cm length. The proximal several centimeters was successfully deployed; however, the guide wire was unintentionally removed during the deployment. The guide wire was re-inserted and advanced through the stent, and a non-bsc stent was deployed as a support and the procedure was completed. No patient complications were reported and the patient's status was good.